Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Per the procedural training manual, the edwards expandable introducer sheath set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 20fr esheath is 7.0mm. Per report, the access vessel mld measured 8.0mm with no calcification and severe tortuosity. In this case, the cause of the reported rcf injury cannot be confirmed. It is possible that patient factors (i.e. Severe tortuosity) and procedural factors (perclose was pulled too tight and/or failed), likely contributed to this event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
At the beginning of a transfemoral tavr procedure, the right and left groins were accessed and bilateral stiff wires were placed to determine which side would straighten more, as the patient has severe tortuosity on both sides. The right common femoral (rcf) artery was chosen for large bore access and perclose sutures were placed. The access vessel minimum luminal diameter (mld) measured 8.0mm with no calcification, but severe tortuosity. Post deployment of the valve the delivery system was retracted and 20fr esheath was removed without crossover balloon in place due to the severe tortuosity. The perclose sutures were tightened and angio was done, showing a significant lesion at the rcf access site, and hemostasis was not achieved. Vascular surgery was consulted and an open repair was done. The patient was transferred to the unit for observation in stable condition. It was reported that there was a possibility the perclose was pulled too tight and/or failed, but there was no cause determined for the rcf lesion.